Manufacturer narrative:
The astral device main circuit board was returned to resmed for an investigation. Performance testing reproduced the reported complaint. Based on all available evidence, the investigation determined that the reported complaint was due to a faulty main circuit board micro-controller. Resmed¿s risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference: (B)(4).

Event description:
It was reported to resmed that an astral device did not power on. There was no harm or serious injury reported as a result of the incident.

Manufacturer narrative:
The astral device was returned to resmed. The investigation methods, results, and conclusions are not finalized at this stage. If further information becomes available, a supplementary report will be submitted. Resmed reference#: (B)(4).

Event description:
It was reported to resmed that an astral device did not power on. There was no harm or serious injury reported as a result of the incident.